Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead had high thresholds and intermittent capture at high outputs in both bipolar and unipolar configuration. The lead was explanted and replaced. No patient complications have been reported as a result of this event.